Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that a gemini basket was used during a ureteroscopy laser lithotripsy procedure in the right ureter performed on (B)(6), 2013. According to the complainant, during the procedure, the wire stone retrieval basket broke into pieces while there¿s a stone inside in it. Broken parts fell inside the patient but were successfully retrieved. The surgeon used a laser during the procedure but did not come into contact with the device. The procedure was completed with another gemini basket. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device detached from the handle and the physician had to remove the entire device by pulling on the wire with the attached basket to remove it from the patient. Nothing was left inside the patient. A visual analysis of the returned gemini retrieval basket was performed. The basket extended approximately 1.6cm when received. Residue that is consistent with bodily fluids was present in the basket. A review of the device history record (DHR) was performed and there were no non-conforming events or any deviations identified in the DHR review. The DHR review confirms that the accepted device met all manufacturing specifications. Following a detailed device analysis, it was noted by the complaint investigation site (cis) that the condition of the returned unit was consistent with the complaint incident that the device handle cannula was detached from the pinch vise. The handle cannula was not visible through the handle; the handle cannula was detached form the pinch vise. There was a torque mark present on the handle cap to indicate the application of the torquing process. The handle cap was removed; the cap was tight. There were prominent impressions in the pinch vise to indicate the handle cannula was properly placed during manufacturing. . The outer sheath was torn/detached near the distal of the black strain relief. The wire s/a was kinked in several locations and the handle cannula was kinked near the distal end. It was not possible to determine the amount of force that was exerted on the device to cause the handle cannula to detach from the pinch vise. Most likely, the defects noted were due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the complaint is operational/physiological contact.

Event description:
It was reported to boston scientific corporation that a gemini basket was used during a ureteroscopy laser lithotripsy procedure in the right ureter performed on (B)(6) 2013. According to the complainant, during the procedure the device detached from the handle and the physician had to remove the entire device by pulling on the wire with the attached basket to remove it from the patient. Nothing was left inside the patient. The procedure was completed with another gemini basket. There were no patient complications reported as result of the event and patient's condition at the conclusion of the procedure was reported to be stable.